Event description:
The customer contact reported the ground prong was broken on the ac power cord plug. The device was returned to the biomedical engineering department for an unspecified reason. During testing at the user facility, it was found that the ground prong was broken on the ac power cord plug. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found a broken ground prong on the ac power cord plug. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).